Event description:
The customer tested his blood glucose using his contour meter and received a reading of "hi". He retested using another meter and received a reading of 140 mg/dl. The difference between the readings appears to fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned. Replacement test strips were sent to the customer.